Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a syncopal episode sometime after receiving appropriate high-voltage therapy for a ventricular tachycardia rhythm and was taken to the hospital. The patient underwent a ventricular tachycardia ablation procedure on (B)(6) 2019. The patient was stable post-procedure.